Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported the bd ultra fine¿ pen needle had no label or missing label information or illegible (all packaging levels). The following information was provided by the initial reporter: the customer stated "the consumer called to inquire about the expiration date on pen needles. The consumer stated that the pharmacy label shows one year after purchase and that there is no expiration date on the box.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd ultra fine¿ pen needle had no label or missing label information or illegible (all packaging levels). The following information was provided by the initial reporter: the customer stated "the consumer called to inquire about the expiration date on pen needles. The consumer stated that the pharmacy label shows one year after purchase and that there is no expiration date on the box."